Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, a review of the pump alarm history showed no indication of a warning or alarm associated with a blank screen. The complaint of a blank screen was not duplicated during testing. The pump powered on and the display was found to be fully functional and legible; however, the screen was difficult to read. Unrelated to the original complaint, investigation revealed that the display was dim, fading and discolored.